Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was around 500 mg/dl at the time of incident and after treated through a manual shot customer ate bread and spiked again and current blood glucose was over 600 mg/dl. Customer treated with insulin pump and manual injection. Customer performed high pressure test and insulin flow blocked alarm was noted. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was performed for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.